Event description:
Went in for a lavh-laproscopic hysterectomy in 12/02, unknowingly received product intergel by gynecare by surgeon for adhesions. Three days later after being discharged had temp of 103/104 for over 48 hours with profuse night sweating, nausea, no pain, upper respiratory problems. Went back to ER for evaluation of possible post-op infection. Sent home on IV antibiotics for 10 days. After 3 days off antibiotics in 12/02 temperature back up to 103 for over 24 hours and continued chills and night sweats, lost 20 lbs in less than 2 week period, surgeon thought this might be an allergic reaction: chemical peritonitis to the use of the intergel after having multiple CT scans and MRI which showed no infection, bleeding or fistula. Started again on p.o. Antibiotics for 10 days. Have just been off antibiotics for 4 days now. Hormone and blood levels seem to have stabilized but pt is deeply concerned about masked symptons of infection that did not exist and the use of this product on them for adhesions. Continued to be monitored by the physcian to date.